Event description:
Surgeon advised that patient being treated for degenerative disc disease had a 2-level posterior lumbar interbody fusion procedure during which two (2) 6.2mm ti click'x pedicle screws were implanted. Approximately seven (7) months post operatively, patient was exercising on a tread machine, tripped and experienced some lumbar pain. Patient scheduled appointment with surgeon and an x-ray confirmed that the two (2) ti click'x pedicle screws had broken, so surgeon removed the broken screws and performed an alif with peek and atb at l5s.

Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device has been returned. Co is unable to determine a manufacture date without a lot number.